Event description:
It is reported that the tip of the screwdriver has fractured off.

Manufacturer narrative:
Eval summary: femoral augment screwdrivers are specifically designed to be used on distal and posterior femoral augments and have a built in safety factor to disengage before damaging the instrument. The screwdriver has been tested for adequate strength for this application and passed the acceptance criteria. It is unk in this case whether the screwdriver was used for the intended purpose or not. Any other undesired application could have caused the device to be bent or stripped. However, it is quite possible that stripping or bending could also be due to excessive force used, overuse, or misuse of the instrument. One of the common misuses is non-axial loading of the tip leading to the rounding of tips, eventually making the instrument ineffective or non-functional. Based on the available info, multiple factors could have led to this event but a final root cause cannot be definitely determined. As returned, the tip of the driver has fractured and was not returned for review. Device history records indicate all components were mfg and inspected to specification. The device has a potential field age of approximately 4 yrs.